Manufacturer narrative:
(B)(4). D10: cr vivacit-e 40mm brng +3 ret cat# 110031429 lot# 66215695. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision procedure appoximately 1 week ago due to the polyethylene liner/bearing dissociated from the mini humeral tray, which resulted in a dislocation. Attempts have been made and no further information has been provided.